Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garment was cutting her skin. It was reported that the patient had red, bumpy and broken skin with some scabbing under her breasts. There was no alleged device malfunction contributing to the irritation. Patient was in the hospital and area was being covered by a bandage. There are no indications that the patient was in the hospital due to irritation. Follow up indicated that the skin irritation was improving.